Manufacturer narrative:
The field service engineer (fse) observed leak and replaced all three shear valves (cvl85/126, cvl87/127 and cvl93/128) and actuators on segment valves self-cleaning valve (vl98) to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that 30 cc of clenz leaked from the coulter lh 750 hematology analyzer and onto the floor. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.